Event description:
The pt had been feeling sick. He was testing his blood glucose with suspect device and readings were in his normal range (100's mg/dl). By the end of the day he was very ill and went to the hosp. At the hosp his blood glucose was tested with their device and it was about 400 mg/dl. Five minutes later he tested his blood glucose with his device and it was about 126 mg/dl. He was kept in the hosp for a few hours and given more insulin to bring down his blood glucose levels. The pt states that he did not take insulin that day because he thought, due to the suspect device readings, that this blood glucose was normal.